Manufacturer narrative:
H10.additional manufacturer narrative: tosoh bioscience, inc. Is submitting on behalf of the foreign manufacturer, tosoh corporation, per exemption number e2017013. This report is being submitted due to a retrospective review conducted under CAPA 2017-0007. Submission of this report does not constitute an admission that the importer or manufacturer's product caused or contributed to the event. H3.device by manufacturer: on 19-may-2015, an fse was dispatched to the customer facility to address the reported event. Fse began to troubleshoot the issues. Fse verified errors and replaced wash syringe, then found #2 wash probe leaking and replaced it. Fse tested samples using wash prime and received no errors. The customer ran quality control (qc) in which all results were within acceptable range and verified that the analyzer was functioning correctly. The aia-900 analyzer was functioning as intended and the errors cleared. No further action required by field service. The probable cause of the event was wash syringe.

Event description:
On (B)(6) 2015, a customer reported errors 2239, 2240 bf purge failures with their aia-900 analyzer. The customer is unable to run fsh and lhii patient samples. A field service engineer (fse) was dispatched to address the reported event, which resulted in delayed reporting fsh and lhii patient results. There was no indication of patient intervention or adverse health consequences due to the delay in reporting.